Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was)double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During device deployment, the feet of the closure device punctured the laa wall and a slight pericardial effusion was noted. At this time, the device was repositioned to obtain a more proximal position, and the effusion became more subtle. However, the new position of the closure device did not work for which it was fully recaptured and removed. After removal, the effusion increased and a drain was placed. The drain was left overnight and removed the next morning. No device was left behind. Patient remained stable throughout and was discharged.